Event description:
Event description cpi received information that this transvenous defibrillation lead was capped due a fracture at the pace/sense connection. The pace/sense portion was capped and a new lead implanted.